Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 21.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported the patient presented to the emergency room after receiving inappropriate shock therapy due to lead noise. Fluoroscopy revealed externalized conductors. The lead was capped and replaced. The patient condition is stable.